Event description:
A power source alert was reported, leading to a pump shutdown. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on the customer's blood glucose level. Cts was unable to troubleshoot due to the shutdown, so the pump will be replaced. Meanwhile, the customer will use multiple daily injections as a backup therapy. The shipping address was confirmed, and the customer was informed how to put the pump into storage mode before returning it with a prepaid label within 10 days.